Event description:
It was originally reported that there was a revision surgery. Follow-up investigation: it was reported that on (B)(6) 2015 there was a revision/replacement of existing humeral head and trunnion due to a possible infection. No other information will be released due to (B)(4) regulations.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. Even though there was a complaint of an infection, no supporting lab results were given. The infection (if confirmed) would have come from something other than the implant based on the 12 year time period between initial surgery and revision. Arthrex's device is supplied sterile. The contribution of the device to the reported event after 12 years of being implanted could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.